Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Insulin pump did not alarm and customer was advised the device was functioning properly, but would need to be replaced due to keypad. Blood glucose level was 207 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).